Event description:
Crew responded to a (B)(6) male in active status seizure and in order to administer medications, the paramedic decided to use the vidacare ez I/o pediatric needle. After insertion the paramedic attempted to remove the inner needle, and the device broke apart. This left the metal catheter in the pt's leg and required surgery to remove.